Manufacturer narrative:
(B)(4) - (medication). (B)(4) - results - (gi bleed).

Event description:
Two endeavor sprint rx drug-eluting stents were implanted, separately, at the mid rca (MFR report # 2953200-2010-00036). A spontaneous gi rectal bleed is reported to have occurred approximately 17 days post index procedure. Surgery or intervention was not required. Medication was administered. Patient is reported to be continuing with treatment. Investigator indicated that there was no relationship between the event and the study device.